Manufacturer narrative:
Stryker received additional information on the device. Consequently, section d1 and d4 have been updated. A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The customer will receive a replacement device. The electronic records were downloaded for review. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the device and determined that the root cause of the issues is isolated to the reed switch sw5.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the device. No response has been received from the customer. Fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.